Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2020-48916.

Event description:
A facility representative noticed a small line starting from the right side of the hinge which extended about two clock hours and then stopped on a patient's left eye. The patterns side cut looked normal. Opaque bubble layer was created in the superior nasal and inferior nasal areas but did not seem to impede upon the actual side cut itself during the treatment. The surgeon proceeded to treat the patient with the excimer laser. When trying to initially enter the side cut down by the hinge on the superior nasal side of the treatment the surgeon was not able to and had to start about two clock hours from the hinge to get in and under the flap. The surgeon dissected across to the temporal side and came out to the side cut. The surgeon then backed the tip up a bit and turned it toward the hinge of the eye and dissected down to the hinge as he pulled the instrument back. Once the right side of the hinge was reached, the surgeon had some difficulty with dissection. The surgeon came out with the instrument and went back in the area already dissected using the very end of the instrument to push down toward the hinge in an attempt to pop what he felt was a large tag and was able to do so after some work. The surgeon freed the rest of the flap from moving in thirds toward the inferior edge of the flap and was able to exit the flap completely. Excimer treatment was applied and flap was returned, irrigated and guided into place. The surgeon does not expect any patient outcome issues.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative performed a system verification and confirmed that laser engine alignment, figure of merit (fom), energy polynomials and flap settings were within specifications. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).